Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status in 65.4 months. The physician was dissatisfied with the longevity of the device.